Event description:
Customer reported a dark spot in the middle of the image and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the workstation hard drive. System operates as intended. This MDR is related to ge healthcare complaint.